Event description:
The facility reported an infusion pump with a 715:00 failure code. The biomed was contacted by the baxter service faility and stated they have no record of any patient incident involving the pump since the last baxter service event. Details were not provided regarding patient status, medication involved, tubing product code, infusion rate or set up of the infusion device.